Event description:
Customer reported that in preparation for implant surgery of the syncardia temporary total artificial heart (tah-t), he observed that the tah-t outflow connector had a large, irreversible dent midway through the length of one third of the graft. The issue was observed when the outflow connector was still in its protective plastic tube. The customer disposed of the outflow connector, and a replacement outflow connector was taken from the surgical spares kit. Since the outflow connector was disposed of and not returned to syncardia for eval, a review of the tah-t device history records was conducted. The outflow connector was mfg in march 2010. All mfg documents were examined and found to be complete with no anomalies noted. The DHR review confirmed that this outflow connector met all specs prior to shipment.

Manufacturer narrative:
This alleged malfunction poses a low risk to a pt, because the issue was observed prior to implant surgery and the outflow connector was not used on a pt. In addition, hospitals are required to have a surgical spares kit, which contains a spare inflow connector, outflow connector, drivelines, inflow pressure test plug, outflow pressure test plug, and locking ties. This is the first instance of an outflow connector with this type of irreversible dent reported by a customer. Syncardia will continue to monitor and trend this issue. Syncardia has completed its eval of this complaint and is closing this file.